Event description:
Information was received that the had a generator replacement and infection washout surgery on (B)(6) 2019. The patient was newly implanted in (B)(6) 2019 and had a pocket washout procedure in (B)(6) 2019 due to infection. The prophylactic washout and replacement of the generator was confirmed. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? (B)(4).

Event description:
It was reported that the patient had a revision surgery incision and drainage of vns ipg. This surgery took place and the pocket was infected. The surgeon flushed out the site and the generator and lead were left in place. The device was programmed on. Device history records were reviewed the patient's devices and they passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.